Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that the cable of the megasuture cut needle driver instrument was broken. It is unknown if any fragments had fallen into the patient. It was reported that a post-operative test was performed; however, what post-operative test was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed, and the complaint was not confirmed by failure analysis. The instrument was visually inspected, but no damaged cables or similar conditions related to the reported complaint were able to be confirmed. Unrelated to the reported complaint, the instrument was found to have blade damage at the midpoint of the blade. Both of the blade edges were indented. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.